Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients lead was placed too lateral and was only covering half of the patients pain. The patient underwent a revision procedure wherein the lead was replaced and repositioned. The patient was doing well postoperatively.